Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A connection loss was reported to have occurred for (B)(4). Data investigation confirmed a connection loss on (B)(6) 2018 for (B)(4). The root cause could not be determined post investigation. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. Data was provided for evaluation. The reported event of loss of connection was confirmed via data. A root cause could not be determined.